Event description:
Healthcare provider called to report a right side "deep infection". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification and fold creases. After autoclave cycle, cloudy color in the gel and voids were observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare provider called to report a right side "deep infection". Device has been explanted.